Manufacturer narrative:
The customer reported that the bedside monitor randomly shuts off and makes a high pitch sound. Customer would like to send the device in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor randomly shuts off and makes a high pitch sound.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bedside monitor randomly shuts off and makes a high pitch sound. Customer would like to send the device in for evaluation. The customer decided to wait on sending the device in for repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.